Event description:
I went to walmart pharmacy and purchased a diabetes test kit. It did not work and they wouldn't take it back. This is in (B)(6). The manager is mrs. (B)(6). Please contact her and ask her why it didn't work. Thank you. I think they have dishonest techs working for them.